Event description:
It was reported that during a lap cholecystectomy procedure, the clip did not close completely. They opened a new device and completed the procedure. There was no pt consequence. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.